Manufacturer narrative:
The medical device is not available for analysis, therefore the device itself could not be investigated.

Event description:
Ous MDR this lead was revised due to dislodgement on (B)(6) 2013. There were no adverse patient side effects reported.